Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (prolapsed p2,p3 posterior leaflet and rotated heart). The reported worsening mr appears to be related to procedural conditions and due to the slda clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2018, the patient underwent a mitraclip procedure. Two clips were implanted and the mitral regurgitation (mr) was reduced from grade 4 to grade 2. On (B)(6) 2018, the mr was noted to have increased to grade 3 and a slda of the second implanted clip was suspected. The second clip detached from the anterior mitral leaflet, remaining attached to the posterior mitral leaflet. The first implanted clip remained well attached to both leaflets. No intervention has been performed at this time, as the increase mr is still less than the pre-procedural mr grade of 4. No additional information was provided.